Event description:
New information received on nov 21, 2018, indicates that the patient was stable before, during, and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high thresholds on the right ventricular lead. No further information is available.